Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error for cassette not attached properly. The product fault occurred before infusion and was not related to physical damage or abuse. There was unknown delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, dso seal bubble, lcd lens scratch. The complaint was verified by functional test. The cause is a bad latch lock. Replaced latch lock to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Repair summary: replaced dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, latch lock, latch handle.